Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient was at their parent's house when they went into the kitchen and passed out due to a hypoglycemic reaction. 911 was called and the patient was taken to the hospital. Patient was given 2 d50 injections and was released. At the time of the event, the patient reported that the cgm was displaying a value of 70 mg/dl compared to a fingerstick value of 33 mg/dl. At the time of contact, the patient was doing better. No additional event or patient information was provided.